Event description:
Md inserted a bard port for the purpose of IV access. After insertion the port was flushed successfully and the pt was x-rayed to assure proper placement. The catheter was in the proper place. Subsequently in the oncology office one day the nurse had trouble accessing the port. When fluid was injected the nurse met resistence and eventually when the fluid went in the pt experienced swelling at the site. The port was changed to another bard port approx 1 mo later. The pt has been asymptomatic since then. One month later the pt presented for a CT to evaluate disease progress and during the scan a small piece of the port was seen in the right atrium. Cardiac catheterization was performed and the loose piece was retrieved.